Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter was displaying an ¿error 3¿ message. Per the owner¿s booklet, an error 3 appears when blood or control sample is applied before the meter was ready for sample application. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started at an unspecified time on (B)(6) 2013. The patient manages her diabetes with insulin (humalog, lantus; unknown dosage) and reportedly took an increased dose on insulin (humalog, 3 units) in response to the alleged issue. The patient stated, within ¿minutes¿ after the alleged issue occurred, she developed symptoms of ¿shaking, sweating, and sharp pain in neck¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.